Event description:
It was reported that a user on vacation experienced elevated blood glucose around 280 mg/dl and believed the ilet was not adjusting, leading him to announce additional meals as a corrective action; a factory reset was considered but not performed. Symptoms included hyperglycemia. Outcomes included no alarms, no hospitalization, and no reported injury. Investigation included remote troubleshooting and education regarding appropriate use of meal announcements and review of supplies and insulin on board. Investigation of this case revealed user-controlled factors consistent with increased food and alcohol intake and use of meal announcements as corrections, which can drive further hyperglycemia and create the impression of inadequate device response. It was concluded, based on previously established findings for similar reports, that the cause was use error related to therapy management and user behavior.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.